Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The target lesion was located in a fistula. The physician advanced a 6.0 x 40mm x 40cm gladiator balloon catheter to post dilate an unknown stent, inflated close to rated burst pressure, the balloon ruptured circumferentially on an axial line. The balloon was removed intact; nothing was left in the patient. No complications were reported and the patient status is fine.